Manufacturer narrative:
(B)(4). The customer reported that a pt did not receive a prescribed medication and it did not register in the medical administration record (mar). No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt did not receive a prescribed medication and it did not register in the medical administration record (mar). No pt harm was reported.